Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, around (B)(6) 2017, the cartridge was filled with a little over 200 units and remained static at 90 units for over 2 days, and subsequently began to decrease. Additionally, on (B)(6) 2017, the customer reported a cartridge was filled with over 200 units and displayed a fill estimate of 70 units. The customer declined to reload the cartridge with tandem technical support. Recommendation was made to continue to monitor pump performance. The customer's blood glucose level was 206 mg/dl.